Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 7f avanti + catheter sheath introducer (csi), part way through the procedure it was noted that approximately 5cm of the sheath had broken off and was not able to be easily retrieved. Following a CT the fragment was found still to be in the patient's groin, the patient was discharged and has attended our local nhs hospital to have this fragment retrieved. There was no obvious concern with the device prior to use, nor was excessive force used at any point. The device was discarded.